Event description:
Intra op, humeral fracture, posterior peg perforation of glenoid, surgical fracture.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.